Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4353 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("left fallopian tube- isthmic tube with embedded coil") in a 36 year-old female patient who had essure inserted (lot no. 629300) for female sterilisation. The patient had a medical history of edema, parity 2, gravida ii, anemia and adenomyosis in 2020. Concurrent conditions were listed as symptomatic anemia and menorrhagia. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, total vaginal hysterectomy with bilateral salpingectomies). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final microscopic diagnosis: a. Uterus, 117 grams, bilateral fallopian tube isthmi; tvh, proximal bs: cervix- benign with mucus retention cysts endometrium- benign, secretory phase myometrium: adenomyosis serosa- no significant pathologic alteration right fallopian tube- isthmic tube with embedded coil left fallopian tube- isthmic tube with embedded coil. Clinical history: menorrhagia with anemia, tvh, partial bilateral, fallopian tubes tissues: a. Uterus, nos-cervix and partial bilateral fallopian tubes. Gross description : the attached portion of right isthmic fallopian tube measures 1.2 x 0.4 x 0.2 cm and contains an embedded luminal essure coil contraceptive device that partially extends within the right tubal cornua. The attached portion of left isthmic fallopian tube measures 1.7 x 0.4 x 0.2 cm and partially extends within the left tubal cornua the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Event medical device removal is replaced with event device embedded.reporter, medical history, product lot number added. Non-drug treatment notes was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4353 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("left fallopian tube- isthmic tube with embedded coil") in a 36 year-old female patient who had essure inserted (lot no. 629300) for female sterilisation. The patient had a medical history of edema, parity 2, gravida ii, hemorrhagic anemia and adenomyosis in 2020. Concurrent conditions were listed as symptomatic anemia and menorrhagia. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, total vaginal hysterectomy with bilateral salpingectomies). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final microscopic diagnosis: a. Uterus, 117 grams, bilateral fallopian tube isthmi; tvh, proximal bs: cervix- benign with mucus retention cysts endometrium- benign, secretory phase myometrium: adenomyosis serosa- no significant pathologic alteration right fallopian tube- isthmic tube with embedded coil left fallopian tube- isthmic tube with embedded coil. Clinical history: menorrhagia with anemia, tvh, partial bilateral, fallopian tubes tissues: a. Uterus, nos-cervix and partial bilateral fallopian tubes. Gross description : the attached portion of right isthmic fallopian tube measures 1.2 x 0.4 x 0.2 cm and contains an embedded luminal essure coil contraceptive device that partially extends within the right tubal cornua. The attached portion of left isthmic fallopian tube measures 1.7 x 0.4 x 0.2 cm and partially extends within the left tubal cornua lot number: 629300 manufacture date: 2009-01 expiration date:2012-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.